Manufacturer narrative:
The unit had a blank display due to moisture damage on the electronics assembly. The unit had moisture damage on the motor, battery tube, vibrator and keypad assembly. The unit could not perform the current test and the button error due to a blank display. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report an unresponsive keypad, a button error alarm, and that the device was submerged in water. The customer's blood glucose level was 118 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.